Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Foreign body in vagina - tampon [foreign body in reproductive tract]. Tampon broke in half inside me [device breakage]. Plastic applicator broke in half inside me, insertion [complication of device insertion]. Case description: consumer reported via e-mail that plastic applicator broke in half during insertion. No serious injury reported.